Event description:
Post disassembled intraoperatively and could not be targeted with the lag screw. Post was removed and replaced with a 3.5mm locking screw. Case proceeded without any issue. No impact to patient.